Manufacturer narrative:
(B)(4). The customer is not sending the device for evaluation or repair. The customer was advised by (B)(4) technical services to replace the pump head module. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with channel b not working. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.